Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis; therefore the report of pipeline flex failure to open on the distal end issue could not be confirmed, and the event cause could not be determined. It is possible that the patient¿s moderate vessel tortuosity may have contributed to the reported issue. Per our instructions for use (IFU): do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. Mdrs related to this event: 2029214-2017-00182 2029214-2017-00183

Event description:
Medtronic received report that a pipeline flex device did not open on the distal edge during a procedure. The device was resheathed and re-deployed multiple times, which did not resolve the issue. The device was removed and discarded by the customer. There were no reports of patient injury in connection with this event. The patient was undergoing treatment for an unruptured, saccular aneurysm in the left internal carotid artery (ica). The aneurysm max. Diameter was 6mm and neck diameter was 4mm. The distal landing zone was 4.8mm and the proximal landing zone was 5.0mm. The vessel was moderately tortuous. The devices were prepared as indicated in the IFU.